Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
On (B)(4) 2014 cook rep was contacted by acting nurse manager regarding equipment in ICU. It was stated that the last week the wayne pneumothorax set product was being inserted by a registrar who was being supervised by an experienced doctor. Near the end of the procedure, the experienced doctor was called out for a phone call, so the end of the procedure was no supervised. An hour later (following the x-ray), ti showed that the catheter was straight and not curls (pigtail). (The lack of pigtail in x-ray was due to obturator being left in). When they saw on x-ray that the catheter was straight rather than curled they had a closer look at the patient and realize dth obturator was left in place. They then removed it an that was it. No problems caused to patient at all. Education was given to hospital staff. The patient did not require nay additional procedures due to this occurrence. No adverse effects to the patient were reported due to this occurrence.